Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 144 mg/dl, and the meter bg reading was 259 mg/dl. The customer's bg was greater 500 mg/dl and customer was hospitalized. The customer was treated intravenously with saline and insulin. Reportedly, the issue was resolved and there was no permanent damage. Customer remained hospitalized at time of report. Multiple attempts were made to obtain hospital discharge date; however, the information was not provided. A replacement sensor was sent to the customer.